Event description:
It was reported that during a da vinci assisted surgical procedure, the operating room staff encountered a "robot not connected to tower" message at the start of a procedure. Logs were unavailable at the time of the call. The technical support engineer (tse) instructed the customer to power down the system. The customer was unable to identify the specific blue fiber port on the tower connected to the robot. The tse then guided the customer to reseat all blue cable connections, but this did not resolve the issue. The tse had the customer power up the patient cart and vision tower in standalone mode, and both components powered up without errors. The tse inquired if a backup blue fiber cable was available, which the customer confirmed. The tse directed the customer to replace the robot's blue fiber cable and connect it to a different port on the tower. After switching the connection from tower blue fiber port 3 to port 2, the system booted up successfully, allowing the staff to proceed with the case. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The issue was resolved after the staff replaced the blue fiber cable. No site visit was conducted.